Manufacturer narrative:
Concomitant medical devices: w1tr03 crt-p, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that left ventricular (lv) lead exhibited high, undefined impedances on all vectors and it was suspected that the lead had fractured. The lead remains in use. No patient complications have been reported as a result of this event.